Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05057. It was reported pt has been experiencing pain at the ipg that radiates to the stomach/groin area whether stimulation is on or off. When stimulation is on it worsens the pain and also causes a pinching sensation at the ipg site and stomach/groin area. The pt has seen his doctor about the issues but no reason could found. It was also reported the pt is receiving ineffective stimulation that could not be resolved via reprogramming. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.